Event description:
During placement of a double lumen catheter in the pt's right internal jugular vein, the catheter was inadvertently placed in the carotid artery. They woke up the pt and performed a neurological exam and then performed an arteriogram with negative results. The catheter was removed and replaced with no pt complications. The cause of this incident was user error.